Manufacturer narrative:
The complaint sample was not made available for evaluation. As the exact product in use was not identified, and the lot number was not provided, a manufacturing investigation cannot be performed. The root cause cannot be determined. The historical complaint data and trend related to the event did not indicate any adverse trend. (B)(4).

Event description:
Consumer called on (B)(6) 2014 stating that there is a history of a corneal ulcer in the left eye. In the (B)(6) of 2012, the consumer got debris in the eye and it caused the condition. Additional information received from the consumer on 10/30/2014 states that she sought medical attention from a doctor's office and was prescribed an unspecified eye drop. At the time of the event, lens wear was discontinued until the symptoms were gone. The event occurred while on vacation and the facility where she sought medical attention is unknown. The brand of the contact lens worn at the time of the event is unknown. Additional information was requested, but not received.